Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt balloon ruptured. It was inflated with approximately 20cc of air. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. Customer states the btt balloon ruptured while during use. States he inflated approx 20cc of air.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt balloon ruptured. It was inflated with approximately 20cc of air. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. Customer states the btt balloon ruptered while during use. States he inflated approx 20cc of air.